Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The used viscous fluid control (vfc) tubing set with the small part tray was returned and visually inspected. In return condition, the gray tip plunger was in the bottom of the syringe barrel. Silicone oil was in the syringe barrel and luer lock. A calibrated console was used to test the sample. The console could recognize the vfc by illuminating green on the led (light emitting diode) ring. The vfc sample was filled with silicone oil per directions for use (dfu); in injection mode the plunger moved freely and met specifications. Extraction mode was then selected and the vfc could aspirate silicone oil into the barrel of the syringe; no anomalies were observed. Pressure was stable during testing. Additionally, all connections were found to fit securely with no abnormalities. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the surgeon indicated the viscous fluid control pak was moving too slow and "somethings wrong" during a silicone removal phase of a vitrectomy/endolaser procedure. The product was replaced with another one and the procedure was completed.